Event description:
This event was captured based on literature review. It was reported that between (B)(4) 2007 and (B)(4) 2009, a prospective study identified a total of 75 consecutive patients with bifurcated lesions who, via direct stenting, received unspecified xience v everolimus eluting stents in the distal left main or left anterior descending coronary artery (80%) or the left circumflex-marginal or right coronary artery (20%). All patients were treated by main vessel (mv) stenting first under side branch (sb) protection with the jailed guidewire technique, then sb rewiring was attempted with a balance middleweight (bmw) universal guide wire. Patient follow-ups were conducted at 6, 9, 12, 18, and 24 months. Of the 75 patients, clinical outcomes were as follows: 11% ischemia and/or stenosis due sb trouble defined as timi flow of less than 3 after mv stenting (sb ischemia) with some cases treated with balloon angioplasty or stenting. 12% target bifurcation failure defined as death or myocardial infarction (mi) or target vessel revascularization (tvr). A final patient outcome of 96% postprocedural timi flow 3 in the sb vessel was achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). Patients with coronary artery disease, patients were prescribed statins, beta-blockers and ace-inhibitors. Relevant medical history: family history of ischemic heart disease (31%); diabetes mellitus (25%); hypertension (69%); hypercholesterolemia (63%); active smoking (25%); recent st elevated myocardial infarction (stemi) (greater than 48 hours less than 3 months)(16%); non-stemi (21%); unstable angina (11%); stable angina/silent ischemia (51%); previous myocardial infarction (greater than 3 months)(8%); previous coronary surgery (7%); unpaired left ventricular function (ejection fraction less than 50%) (28%); single-vessel coronary artery disease (cad) (51%); 2-vessel cad (29%); 2-vessel cad (20%); left main cad (15%); target bifurcation location distal left main or left anterior descending artery (80%); target bifurcation location left circumflex-marginal or right coronary artery (20%); type b2 lesion (57%); type c lesion (43%). Date of event estimated as study start date ((B)(6) 2007). Date of implant estimated as study start date ((B)(6) 2007). (B)(4). No pre-dilatation. There were no reported product deficiencies. The reported patient effects of ischemia, stenosis/restenosis, and myocardial infarction are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Additionally, it was reported that the devices were deployed via direct-stenting (no pre-dilation). It should be noted that the IFU instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unlikely that the reported IFU deviations directly caused or contributed to the reported patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.